Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 340cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. The patient underwent removal without replacement on (B)(6) 2021, due to the patient¿s desire to have a mastopexy and the implants removed. Upon explantation, the left-sided device was found to be ruptured. The device was inadvertently discarded and is not available for product evaluation.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation : the patient¿s desire to have a mastopexy and the implants removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-nov-2021, mentor received additional information regarding the patient's symptoms and revision surgery. The patient experienced breast pain (unknown side) and bilateral breast ptosis. The side of breast pain was not reported as this time. However, follow-up is in progress. Till further clarification is received, breast pain is reported as left side. Updated reason for device explant and/or reoperation : the patient¿s desire to have a mastopexy and the implants removed, breast ptosis, breast pain. The patient underwent bilateral removal without replacement. On 14-dec-2021, the analysis was completed based on a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).